Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven arrhythmia with rapid ventricular response (rvr). It was noted the patient also had pacemaker mediated tachycardia (pmt) episodes that appear to be atrial driven along with atrial tachy response (atr) episodes that also showed rvr, the patient was then admitted to the hospital. Technical services (ts) advised to have patient seen by cardiology department. This device remains in service. No adverse patient effects were reported.